Event description:
Dexcom g7 continuous glucose monitoring (cgm) sensors can be widely inaccurate, jumping up, dropping down. The runs of jumps in higher or lower values can persist across 15 min spans, and these jumps, when partnered with an automated insulin delivery device such as the tandem mobi, cause unneeded automated boluses. For these systems to function, two things need to be true: 1. The patient must have correct, finely tuned settings on the insulin delivery device. Dr. (B)(6) at (B)(6) can attest to my finely tuned settings, and incredibly analytic mind. 2. The sensor data driving the device must be accurate. While this report consists of a single event, this is a reoccurring problem with g7 sensors, and I had hoped the product would improve with time. This sensor was a gen 9, g7 sensor. I've attached the downloaded sensor values, and screenshots of automated boluses. The bolus was triggered at 7:48 pm, based on a sensor value from 7:44 pm that jumped 42 points higher in 5 minutes. The overall trend line was down, except for three readings in a row that were elevated, followed by a 53 points down reading in 5 minutes. While the bolus value may seem small, my total daily basal requirements are under 9 u/ day. Not all g7 sensors perform this poorly. What makes this critical, is that dexcom plans to obsolete the highly accurate g6 sensor. The g7 sensor is not accurate enough for automated insulin delivery, and not only should dexcom be forced to maintain production of the g6 sensor, but they also need to provide more than 3 replacement sensors per year for bad sensor so that patients can avoid this problem. While this event looks minor - that is only because my husband procured 40g of sugar and I chugged it. Dexcom lot/serial numbers are complex so they are provided in screenshot form.